Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a mildly calcified lesion in the common femoral artery, after unpackaging, soaking, and prepping the device with 50/50 contrast to saline ratio, outside of patient anatomy without issue, the 5.0mm x 40mm x 80cm armada 35 balloon dilatation catheter (bdc) was advanced without resistance to the artery and the balloon was inflated once to 10 atmospheres. An attempt was then made to deflate the balloon but it was unable to be completely deflated; partial deflation was achieved. The partially inflated balloon was withdrawn from the vessel without resistance, however, resistance was encountered with the sheath during withdrawal. The balloon was intentionally ruptured by forcefully retracting it through the sheath. There were no adverse patient sequelae and no occurrence of a clinically significant delay. Another armada 35 bdc was used to complete dilatation without issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history of the reported lot did not reveal a lot specific product issue. Without having the device to examine, the investigation was unable to determine a conclusive cause for the reported deflation difficulty and difficulty removing. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
Subsequent to the initial filed medwatch report, an armada 35 of the same size and lot as the complaint device was received. An analysis of this device revealed no issues, indicating that the incorrect device may have been returned to abbott vascular. Additional information received indicated that the device used to complete the procedure may have inadvertently been returned by the site and that the complaint device was discarded. No additional information was provided.